Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a robotic-assisted sacral colpopexy procedure performed on (B)(6) 2015 to treat pelvic prolapse. On (B)(6) 2017, the patient underwent a cystourethroscopy, cystoscopy with examination under anesthesia (eua), excision of vaginal mesh, hydrodilation, dimethyl sulfoxide (dmso) instillation, and trigger point injection due to vaginal mesh erosion, dyspareunia, pain, and chronic cystitis. During the procedure, mesh erosion was noted at the very apex of the vaginal wall. The eroded mesh was removed. Aditionally, a small stone was noted in the dependent portion of the bladder. The patient was transferred to the recovery room in a stable condition. On (B)(6) 2017, the patient underwent cystourethroscopy with examination under anesthesia (eua), trigger point injection, and repair of vaginal cuff due to dyspareunia, chronic pelvic pain and erosion of vaginal mesh. During the procedure, a small area of chronic irritation was noted. At this point, there was a small incision made of some inflamed vaginal tissue. Reportedly, the patient remained in a stable condition throughout the procedure. On (B)(6) 2018, patient underwent cystourethroscopy with examination under anesthesia (eua), hydrodilatation, dimethyl sulfoxide (dmso) instillation, and trigger point injection procedure due to chronic interstitial cystitis and a history of vaginal mesh erosion. Upon examination under anesthesia, no mesh erosion was visualized. The patient was in a stable condition throughout the procedure.

Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. The device was implanted and removed by (B)(6). Block h6: patient codes e2006, e2330, e1405 and impact code f19 capture the reportable events of extrusion, pain, dyspareunia and additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
This event was reported by the patient's legal representation. The device was implanted and removed by (B)(6). (B)(4) capture the reportable events of erosion, pain, dyspareunia, and obstruction of ureter/urethra. (B)(4) capture the reportable event of additional surgery. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a robotic-assisted sacral colpopexy procedure performed on (B)(6) 2015, to treat pelvic prolapse. On (B)(6) 2017, the patient underwent a cystourethroscopy, cystoscopy with examination under anesthesia (eua), excision of vaginal mesh, hydrodilation, dimethyl sulfoxide (dmso) instillation, and trigger point injection due to vaginal mesh erosion, dyspareunia, pain, and chronic cystitis. During the procedure, mesh erosion was noted at the very apex of the vaginal wall. The eroded mesh was removed. Additionally, a small stone was noted in the dependent portion of the bladder. The patient was transferred to the recovery room in a stable condition. On (B)(6) 2017, the patient underwent cystourethroscopy with examination under anesthesia (eua), trigger point injection, and repair of vaginal cuff due to dyspareunia, chronic pelvic pain and erosion of vaginal mesh. During the procedure, a small area of chronic irritation was noted. At this point, there was a small incision made of some inflamed vaginal tissue. Reportedly, the patient remained in a stable condition throughout the procedure. On (B)(6) 2018, patient underwent cystourethroscopy with examination under anesthesia (eua), hydrodilatation, dimethyl sulfoxide (dmso) instillation, and trigger point injection procedure due to chronic interstitial cystitis and vaginal mesh erosion. The patient was in a stable condition throughout the procedure.